Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced atrial fibrillation recurrence. Per literature review, it was reported that: data from 51 studies (43,455 patients) were analyzed. This study compares four pfa catheters, farawave and other non-boston scientific technologies, on procedure time, fluoroscopy time, complications, and atrial fibrillation recurrence. Farawave demonstrated greater efficiency, with lower fluoroscopy times and fewer complications. Af recurrence rates were similar across all catheters, indicating comparable long-term efficacy. Khabsa, m., harb, a., khabsa, a., aburmilah, a., & roka, a. (2025). Po-03-026 comparative analysis of pulsed-field ablation catheters: procedure efficiency and clinical outcomes in the era of dual-function technologies. Heart rhythm, 22(4). Https://doi.org/10.1016/j.hrthm.2025.03.947.